Event description:
Patient revised to address fractured liner, found cup slightly vertical/anteverted.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot codes since their release for distribution. The investigation could not verify or identify any evidence of product error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Digital x-rays received. (B)(4) 2011. Device received. The device, x-rays and medical records have been provided to a depuy polymer scientist. Examination of the returned device confirmed the reported liner material fracture. Evaluation by a depuy polymer material scientist did not identify error in material or manufacture. Review of the device history records for the liner and acetabular cup associated with the report did not identify any related deviations or anomalies. The investigation has identified mal-positioning of the acetabular cup as the root cause for the later material fracture and disassociation. Based on the investigation the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.